Manufacturer narrative:
By checking the DHR of the lot #1310114, no pre-existing anomaly was detected on 9 delta one tt cups manufactured. First and complaint received on this lot#. By checking the DHR of the lot #14l0411, no pre-existing anomaly was detected on 78 dual mobility liners manufactured. First and complaint received on this lot#. By checking the DHR of the lot #1410153, no pre-existing anomaly was detected on 37 liners manufactured. First and complaint received on this lot#. Explanted components were not available to be returned to limacorporate. According to the info reported by the complaint source, femoral head and dual mobility liner were retrieved for independent analysis. We received pre-op x-rays taken on (B)(6) 2020, one post-op x-ray (exact date unknow) and a video showing the CT scan and the explants (femoral head). We asked to our hip medical consultant for a clinical opinion on this case. Following, his statement: "the fracture of the acetabulum has been triggered by excessive polyethylene wear deriving from the dualmobility, as can be concluded from several spots of osteolysis. When you say, the femoral head was not manufactured by lima and did not move inside the poly it is clear that this must lead to increased movement between poly and liner, which should not be the regular dynamics and of course must lead to increased wear and premature loosening. However, I believe this is not the only source. On the video clearly is visible that the head is decentralized, meaning it has dug into the poly until it finally got stuck. Wear from this source appears to be even worse than from the other one. Please check whether it is allowed to combine lima liners with non-lima heads. I believe not. Slightest incongruences may lead to mechanisms as in this case. If such combinations are excluded in your IFU lima cannot be blamed for incorrect use". As a matter of fact, limacorporate instruction for use valid for the delta acetabular system - always provided with our delta implantable devices - specify in the section "product information" that "the components od delta acetabular system must not be used outside of the allowed combinations or with components belonging to other manufacturers". Based on the investigation performed, we cannot classify this event as product related. Pms data: we are aware of a total of 3 cases of revision surgery due to acetabulum fracture involving a delta one tt cup with product code 5549.14.xxx on a total of more than (B)(4) cups belonging to this family and sold ww since 2008. Specific revision rate= 0.016%. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final report.

Event description:
Revision surgery of hip prosthesis performed on (B)(6) 2020 due to fracture of the acetabulum bone. Complaint source reported that lima delta acetabular cup was not stable and well fixed, but not loose either. Furthermore, the femoral head (not manufactured by limacorporate) was not mobile in the dual mobility liner leading to accelerated wear of the polyethylene. During revision surgery, the following components were explanted: - product code 5549.14.541, delta-one-tt cup - ti6al4v, lot#1310114 ster.1300284; - product code 5566.50.401, dual mobility - uhmwpe, lot#14l0411 ster.1400283; - product code 5885.09.040, delta liner, lot#1410153 ster.1400274; - ceramic head and taper not manufacured by limacorporate. Previous surgery was performed on (B)(6) 2015. The patient is male, 74 years old with a bmi around 25 at time of most recent surgery. It was reported that the he is a heavy drinker (6-8 glasses of wine per day) and a very low activity and demand levels (sedentary). Event occurred in australia.

Manufacturer narrative:
By checking the DHR of the lot #14l0411, no pre-existing anomaly was detected on (B)(4) dual mobility liners manufactured. First and complaint received on this lot#. By checking the DHR of the lot #1410153, no pre-existing anomaly was detected on (B)(4)liners manufactured. First and complaint received on this lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery of hip prosthesis due to fracture of the acetabulum performed on (B)(6)2020. CT scan showed a fracture and a non-union of the acetabulum. Upon inspection, the posterior column was find to be mobile. Complaint source reported that lima delta cup was not stable and well fixed, but not loose either. Furthermore, the femoral head (not manufactured by lima corporate) was not mobile in the dual mobility liner leading to accelerated wear of the polyethylene. During revision surgery, the following lima components were explanted: product code 5549.14.541, delta-one-tt cup - ti6al4v, not marked in us. Product code 5566.50.401, dual mobility - uhmwpe, lot#14l0411 ster.1400283. Product code 5885.09.040, delta cup - cocrmo - liner, lot#1410153 ster.1400274. Ceramic head and taper not manufactured by lima corporate. Previous surgery was performed on (B)(6) 2015. The patient is male, (B)(6) years old with a bmi around 25 at time of most recent surgery. It was reported that the he is a heavy drinker (6-8 glasses of wine per day) and a very low activity and demand levels (sedentary). Event occurred in (B)(6).